Event description:
Removal of endosseous dental implants. Six implants were placed in class iii-IV bone during a routine procedure on 5/24/96. Three of the implants had been removed previously (2 never integrated and 1 fractured before loading). The implants in site #4, 6 & 11 were removed 11/1/96. The clinician reports that the overdenture has palatal coverage and was stable. He also stated that the pt is a heavy bruxer who would break teeth off of her denture. The clinician strengthened her denture and the pt then broke the implants.